Event description:
Complainant alleged that during routine testing, a "status 90" message is displayed when attempting to charge the device. There was no pt involvement during the reported malfunction.